Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with a wolverine cutting balloon and the procedure was completed. There were no patient injuries reported.